Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery. The 3.5x23 mm xience v stent was implanted at nominal pressure. Post deployment a dissection was noted at the proximal part of the stent and extending into the ostium of the lad. A 3.5x23 mm xience v stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.